Event description:
The protective cover over the needle of the syringe is loose within the package. This is creating a safety issue for the user when opening the package/device as there is increased potential for a needle stick when the cap is coming off prematurely.